Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that reservoir lip ring was came out from insulin pump and battery compartment part was damaged. The customer¿s blood glucose level was unknown. The customer also reported that the reservoir was not able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken battery tube threads and stripped battery cap(p)coin slot. (B)(4).